Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: the patient received two leads from the same lot number. It was reported the patient's scs system is auto-reducing. Images taken of the lead did not reveal any anomalies. Surgical intervention may be taken to address the issue.